Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. It was further reported that swelling was found during chemotherapy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, naturally worn and material separation as a complete circumferential break was noted on the returned catheter segment. Further the edges of the circumferential break was jagged with a granular and partially rounded surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. It was further reported that swelling was found during chemotherapy. The procedure was completed using another device. The current status of the patient is unknown.